Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and no medical documents were received for investigation. Therefore no medical assessment can be performed. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
A revision surgery was performed due to elevated test results. Blood ion, cobalt and chromium levels were elevated with a positive mars-MRI demonstrating fluid collection. Femoral head and acetabular cup were removed.